Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was unable to verify the failed battery test alarm due to the button keypad anomaly. No moisture damage on the electronics was noted. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and had a keypad anomaly. The customer's blood glucose was 135 mg/dl. The customer stated that the alarm occurred while she was troubleshooting for the keypad anomaly. She stated that the alarm did not recur after a battery change. She stated that she had kept the insulin pump in her dress and may have sweat on it leading up to the keypad issues. She stated that she took the device out to bolus and started noticing that the up arrow button was ramping upward. She stated that the esc button would not respond to stop the scrolling, and neither did the down arrow button. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.